Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the malfunction. The se replaced printed circuit board assembly (pcba) analog interface to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during standard self-test (sst), the ventilator generated an alarm, and became inoperative. There was no patient involvement.